Event description:
Dr used a home made urine catching device, made out of refuge parts. Device came from unsterile packaging. The apparatus was a red 2 inch jar cap with a hole cut in center, and a 5 foot plastic tygon hose inserted in the hole, and was super-glued. The opposite end was put through a rubber pants, with a manual hole cut in the rubber pants. Then it was attached to the pt's vagina, and the pt sat in her wheelchair for 7.5 hours. The plastic broke through the cap, and inserted itself into the vagina, tearing and cutting the vaginal wall.